Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 sn (B)(4) device evaluation indicated that the complaint of the charging issue was not verified. The ipg was charged fully in one cycle. The daily battery depletion was with the ranges. In low power idle mode without any stimulation, the ipg sleep current was slightly above the requirement. However, electrocautery was used during the explant procedure. The slightly high sleep current resulted from the use of electrocautery. Review of the patient data revealed that the device had been active most of the time. Battery charging would have been affected by constant stimulation current use if ipg was damaged prior the explant procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.